Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the initial fire of the stapler, the first reload was not fired and the second reload was fired. There was poor staple formation and bleeding at the staple line. The jaws of the reload when closed on the tissue would not pop open. It happened with the two reloads. When attempting to close the jaws of the reload on tissue you would visibly see the knife blade move back prior to being able to fire and the jaws would open on its own. Another clip applier from a different manufacturer was used to control the bleeding and complete the case. There was tissue damage.